Event description:
The nurse found skin ulcer on the skin near the insertion part. The incidents were found after the nurse removed the catheter.

Manufacturer narrative:
No sample investigation will be performed based on pictures rec'd, and a supplemental report filed. (B)(4). Date submitted: 09/08/2010.